Event description:
The complainant reported that a patient on bipella support was taken back for a chest washout on (B)(6) 2025 in the morning due to the coronary artery bypass graft procedure. Post washout, the impella rp flex alarmed purge system blocked. No kinks in the purge line were observed but purge cassette was changed out as troubleshooting technique. This briefly corrected the alarm for about five minutes. However, the purge pressure continued to climb, and the alarmed purge system blocked. The physician did not want to proceed with tissue plasminogen activator due to the patients post operative bleeding complication. Impella flows on the impella rp flex were not affected at this time. The physician was made aware that the pump could stop if the alarm does not resolve. Throughout the evening, the purge system slowly started correcting itself, ultimately coming back to 14 milliliters per hours on the purge flow rate. However, the care team started to notice that patients' urine output was dropping off and urine color was red (fruit punch) colored. Placement signal unreliable alarm also occurred with loss of placement signal in the impella rp flex. The next day, the team discussed the patient conditions, and it was felt that the impella rp flex most likely was experiencing some form of clot burden and was leading to hemolysis. After discussion, a decision was made by the heart team to remove the impella rp flex and place the patient on peripheral veno-arterial extracorporeal membrane oxygenation and continued with impella 5.5 support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.